Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report a loss of connection between the transmitter and receiver that occurred on (B)(6) 2015. Patient's mother reset the device and the bluetooth symbol was blinking. Patient's mother stated she would wait to pair the transmitter and receiver again. At the time of contact, no injury or medical intervention was reported.